Event description:
Customer reportedly obtained results of 309 mg/dl, 143 mg/dl, and 164 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.